Manufacturer narrative:
It was reported that coring was observed after an unspecified solution was drawn into the syringe component. Reportedly, "a small plastic piece" was observed within the syringe barrel. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. The reporting facility returned a sample of a capped 5ml syringe with droplets of an unspecified solution and a capped 10ml syringe full of an unspecified solution. A small white particulate was observed within the 5ml syringe and a dark black/gray particulate was observed within the 10ml syringe. Although the samples were confirmed to have particulate, it could not be confirmed if the particulates were already inside of the syringe, if they came from the solutions that were drawn into the syringes, if the syringes were manufactured improperly causing the tip to core the vials, or if misuse of the syringes resulted in the syringe cutting into the vials and breaking off small particulates and it getting drawn into the components. A root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that coring was observed after an unspecified solution was drawn into the syringe component.